Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose (bg) lowered more, but the customer was unable to provide a specific value. The customer visited the ER but received no treatment aside from lab work and was released 2 hours later with the issue resolved and no permanent damage. Reportedly, the customer took medications that were known to effect cgm values. Recommendation was made to discuss diabetes management with a health care professional. No additional patient or event information was available.